Event description:
Additional information was received. It was reported parameter trend is a circular buffer that overwrites the oldest value with the newest value once the buffer is full. The most recent stim on/off action is record 63, and the oldest is record 64. Regarding nov 14th, there was a stim off at 9:02 pm, and stim was turned back on again at 11:46 pm. The por diagnostic was empty. The therapy available diagnostic showed the patient most recently lost therapy due to low battery on november 4th but not on november 14. However, stim was automatically turned off due to low battery on several other dates (7/24, 8/6, 10/23, 11/4). It was noted that when that occurred, it usually could take the patient anywhere from one week to one month before recharging and turning stim back on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back and re-reported previously documented events from this case. Pt noted they were instructed they couldn't have an MRI with their previous ins when they needed an MRI of their leg several years ago. Pt noted they had the previous ins replaced due to the reasons mentioned in this case and they needed an MRI of their shoulder currently. Pss helped the pt enter MRI mode on their intellis controller and reviewed MRI compatibility with the pt.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that the patient's ins was replaced on (B)(6) 2021. The issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep said patient called today to report therapy has been turning off, intermittently/randomly, for the past 3-4 months. Rep will meet with patient tomorrow. Technical services(ts) advised rep to inquire if patient had to turn therapy back on once therapy was off. Rep said patient used the patient programmer, and at times had difficulty getting the patient programmer to respond, but eventually therapy comes back on. Ts also advised rep to get mdt data file and ask patient to get details on when issue occurred so that mdt file can be matched to what patient was reporting. The caller was not with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.